Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had been rushed to an ambulance because she was twisting and contorting every which way but loose and she had started choking. Patient said she sent her doctor a message and told him she was at 4.6v and she wasn't getting enough stimulation. The patient always runs her device at 3.5v and they put it her at 4.6v. She has 2.78v left on the battery. No further complications were reported or anticipated with this event.